Event description:
The following was reported to the manufacturer: it was the 4th coil used in the case. Physician pulled the coil in and out of the aneurysm 4 times, and on the 5th time, the physician felt the coil snap from the coil pusher. Used a snare to retrieve the coil without any pt complications. The case was ended at this point. The pt was reported to be fine.

Manufacturer narrative:
The subject device will not be returned to the manufacturer as it was disposed by the user facility.